Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut due to damaged blades; however, the repair was not completed because the cutter was returned with notification that the cutter failed to meet the test cut criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported not meshing properly. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there was no harm or delay reported. Upon investigation, the cutter failed test. No adverse events were reported as a result of this malfunction